Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6- medical device ¿ problem code -corrected to "fitting problem". The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. In photograph 1, the delivery device was observed outside the loading device with the white plunger not depressed. The blue safety lock was not observed in the photograph. The seal and tension spring assembly was observed in the loading device body. In photograph 2, the seal and tension spring assembly was observed in the loading device body. No visual defects were observed. No measurements of the delivery device were taken due to the non-return of the device. Based on the non-return of the device and the photographic evaluation conducted, the reported failure "fitting problem" was confirmed. The lot #300029796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID 790003. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hst iii system (3.8mm) misfired.